Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported the pacemaker was showing accelerated battery depletion. Technical services reviewed this case and confirmed the battery was depleting rapidly, and recommended replacement. New information received from the field indicated the device is returning, however no other updates were provided.

Manufacturer narrative:
This device is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported the pacemaker was showing accelerated battery depletion. Technical services reviewed this case and confirmed the battery was depleting rapidly, and recommended replacement. New information received from the field indicated the device is returning, however no other updates were provided.